Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the non tortuous and moderately calcified left anterior descending artery. A 2.75x16mm promus element ¿ stent delivery system was selected to treat the lesion. During procedure, the shaft broke. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the non tortuous and moderately calcified left anterior descending artery. A 2.75x16mm promus element stent delivery system was selected to treat the lesion. During procedure, the shaft broke. The device was removed completely. The procedure was completed with another of the same device. No patient complications were reported and patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the hypotube and outer were both kinked at various locations along their length. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).